Manufacturer narrative:
System log review for the procedure date found there were no related system errors to have occurred during the procedure that were relevant to the reported post-procedure event. A review of the event performed by an intuitive medical safety officer (mso) concluded that a patient of unknown age underwent an ion lung biopsy. The procedure was completed, and the patient was discharged home the same day. The patient was seen in the ER at another hospital 3 days after the procedure with shortness of breath. A CT scan was reportedly without significant findings, and the patient was discharged home. It is unknown what other evaluation was performed. The patient then died at home on an unknown date from an unknown cause. Based on the available data, the reported event was neither procedure nor device related.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and subsequently expired at home. The physician stated there were no major issues or complications during or after the procedure; the physician stated that radial endobronchial ultrasound (ebus) was utilized more frequently during the procedure. The patient was discharged on the same day as the procedure, which was completed as planned without any delays. There was no device malfunction associated with the event. The physician stated the patient presented to a community hospital three days post-procedure with shortness of breath. A chest CT scan at the time showed no bleeding or acute changes, and other unspecified workups were unremarkable; the patient was discharged and subsequently expired at home on an unknown date. The physician reported that the patient outcome was not related to the ion products or the procedure and the cause of death was thought to have been due to a cardiac event.